Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, while the physician was creating the space using the balloon prior to reducing the hernia, the balloon did not inflate. They opened a new device to resolve the issue in order to complete the case. There was no patient injury.